Event description:
A malfunction alarm was reported with a code of malf 12, and it was noted that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts in resetting the pump and instructed to continue using it, with advice to call back if any malfunctions recur. The customer acknowledged and understood these instructions.